Event description:
I had the essure coils placed after the birth of my third child in 2007. I thought this would be a better alternative instead of a tubal ligation. I was wrong. I have had terrible periods since having these placed in me. My cramps are so bad, I sometimes can't get out of bed and I sometimes have a lot of pain. My periods are also heavier than they were before I had children. I have since had trouble with having cysts on my ovaries as well. Now, I have the coils and a tubal ligation and I believe this is contributing to the problems I am having. My doctor had a little trouble placing the coil in one of the tubes at first. This one took a little longer than the other one. I had problems with one tube not closing as it was supposed to and after two times of having the dye test done it was determined closed. A few months later, I found out I was pregnant.